Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a display (dim/fading/color spectrum w/moist) issue; moisture behind the display. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: on examination, there was visible moisture in the display. On investigation, the pump powered on with a dim/faded/discolored display screen. Investigation confirmed the complaint. Leak test failed due to a leak in the display lens. The pump was opened for investigation and confirmed moisture on the display. There was no moisture elsewhere inside the pump.